Event description:
It was reported to philips that the system was unable to perform exposure. The device was in clinical use at the time of the reported event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, coronary non-emergency treatment was performed by the customer when the issue occurred and he procedure was completed by using another system. The philips field service engineer (fse) inspected the system on site and confirmed that the system was unable to perform exposure. Review of the system log file showed that there was a failure in ippc. To resolve the issue, fse replaced the ippc and reloaded the software. The defective ippc was returned to philips for analysis. The cause of the failure could not be conclusively determined by the supplier's part analysis. The system was returned to use in good working order. The codes were updated based on the investigation outcome.